Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that this phenomenon was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility, or the aging deterioration due to the long-term use, and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the coating of the insertion tube had been partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.